Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what procedure was being performed? Lap sleeve gastrectomy. When was the procedure date? Did the gastric leak occur during the original procedure? Leak occurred approx 9 weeks after procedure. If yes, how was the leak identified? How was the leak controlled? Was there any change in the procedure as a result of the leak? Was there any patient consequence? Or did the gastric leak occur post-operatively? If yes, how was the leak identified? How was the leak controlled? Please provide further detail of the post-operative event. Patient out of hospital and ok.

Event description:
It was reported that the patient experienced a gastric leak.